Event description:
Boston scientific received information that this patient with an implantable cardioverter defibrillator (ICD) was suspected to have dislodgement of the right ventricular (rv) and left ventricular (lv) leads resulting to noise, loss of capture and high pacing threshold measurements on both leads. Low pacing impedance measurements, low sensing, and oversensing which resulted to anti-tachycardia pacing (atp) were also observed on the rv lead. Reprogramming was done and a lead revision was planned. The device's memory dump was also submitted for analysis. No adverse patient effects were reported. The leads and device remain in service. A disk analysis was later performed which confirmed the previously reported clinical findings. It also revealed low intrinsic amplitude on the rv and lv lead. Boston scientific technical services (ts) discussed possible lead insulation damage on the rv lead based on the noise associated with low rv lead impedance. Noise oversensing did not result in ventricular pauses of more than two seconds, as there was either intrinsic rhythm or lv pacing. Further evaluation of lv electrogram (egm) and lead revision were suggested. No adverse patient effects were reported. The leads and device remain in service. Additional information reported that ts evaluated the patient's chest x-ray, which did not reveal any visible damage on the lead or device. The rv lead appears to be implanted in basal rv position and was observed to be stretched with minor slack. Ts was unsure about any possible relation between reported rv lead issues and observations from the chest x-ray. No adverse patient effects were reported. The leads and device remain in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis was unable to confirm the reported clinical observations.

Event description:
Additional information indicated that a revision procedure was performed. The rv lead was partially removed and the cut part of the lead was returned. The physician decided to also explant the patient's cardiac resynchronization therapy defibrillator (crt-d), and not ICD as previously reported, since high pacing impedance measurements were observed during the procedure. Measurements taken with a pacing system analyzer (psa) were at 1,000 ohms. There has also been noise on the rv and lv leads. As such, a possible connection or device issue could not be ruled out. Additionally, it was reported that during the revision on the rv lead, it was noted on fluoroscopy that the lv lead had dislodged from the original implant position. In addition, the physician also suspected possible damage due to clavicular first rib crush to both rv and lv leads. The lv could still capture and provide pacing, however. Hence, the physician opted to keep the lv lead. The lv lead remains in service. No additional adverse patient effects were reported.